Manufacturer narrative:
(B)(4). An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc. Are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - the patient was in for a 24 month follow up on (B)(6) 2016 when the investigator observed an abnormal appearance of the pocket, erythema. An infection was suspected. A CT scan was done showing infection and a node in the lung, which was thought to be cancer. Patient was put on antibiotics. After another CT scan, the node in the lung was confirmed as endocarditis, not cancer. The entire system was explanted and during surgery to remove it, one of the OEM leads perforated the ra and caused tamponade. Patient is stable now but she is still hospitalized. She does not have any device now. She will receive antibiotics until (B)(6) and after will be discharged from hospital.